Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® tapered implant 4/3 x 10mm (bopt4310) and one associated abutment were returned for investigation. Visual evaluation of the as returned products identified signs of wear/use (bone residue around the external threads of the implant) but no apparent signs of malfunction. There were no allegations against the abutment. This investigation addressed only the zimmer biomet implant as the reported event occurred at implant level. The implant could not be functionally tested for the reported event (bone fracture). Therefore, the reported event could not be recreated. Pre-existing conditions noted on the per were low bone density ¿ type iii and intolerance to ibuprofen & aspirin. The implant had been placed on tooth # 16 (fdi) for approximately 14 days. X-ray was provided. Although bone loss could be seen, bone fracture could not be confirmed. Device history record (DHR) review for the lot (2020090909) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020090909) for similar events (complaint category keywords: medical: bone fracture) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified with the information provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
Doctor reported that he had a patient with an early implant failure with a probable reaction to a foreign body by the allograft material or by the implant. Patient without pathologies of interest except hypercholesterolemia treated with simvastatin 20, intolerance to ibuprofen, nolotil, amoxicillin, and aspirin. She went in (B)(6) 2021 to check site location # 16 that was finally extracted because the tooth was cracked. The removal of the tooth was on (B)(6), without complications, bony walls preserved and without sinus problem. The implant was placed in (B)(6) 2021 with a small closed sinus lift. There was no vestibular bone defect, there was a good thick bone table. Sinus lift was performed with no complication. A torque of 35ncm was achieved and a 1mm straight abutment was placed. To slightly offset the typical concavity in soft tissue and make it more hygienic / aesthetic doctor placed a puros dermis membrane. The allograft material was in direct contact with the buccal bone table (it was a flap at full thickness), fixed to the vestibular flap and all sutured palatally. The patient did the usual antibiotic prophylaxis (600mgr of clindamycin 30 minutes before the visit), after cryotherapy + paracetamol 1gr / 8h 2 days and then on demand + mild rinses with chx 0.12% 2 times / day. She did not refer any discomfort from the first day, at 7 days the wound had good appearance, without edema or inflammation, according to doctor the mesial and distal papillae were a little open, although closed in the background. 15 days after the surgery, the patient was asymptomatic, although she reported having noticed something strange when touching the area from outside. The implant was not integrated, easily to remove abutment and implant, no suppuration, no bone particles or anything. The implant came out clean with some bone particle (it is the part that was in contact with the copious). In x-ray doctor found a large bone destruction, doctor did a cbct and a total destruction of the vestibular wall, palatine site was discovered. The bone graft also was observed with osteotomes.